Event description:
It was reported that an ilet pump displayed an unresponsive touchscreen when the user attempted to access the dexcom menu to start a new sensor, and the device was replaced with instructions to return the original. Symptoms included sweating and feeling faint, with reported blood glucose excursions to 260 mg/dl and 46 mg/dl for several hours. Outcomes included transient hyperglycemia and hypoglycemia without professional medical intervention or hospitalization. Investigation included review of user reports and device history, shipment tracking confirming the device¿s return to headquarters, and preparation for device analysis and inspection of the returned device . Investigation of this device revealed a suspected touchscreen malfunction consistent with a device hardware screen failure impacting user interface functions. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to the touchscreen subsystem.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.